Event description:
It was reported that the surgeon performed a tvt procedure approx 12 weeks ago. The pt was unable to void post-operatively and was sent home self-cathing. Approx one month ago, the surgeon attempted to cut the mesh in the operating room under general anesthesia. The surgeon was unable to find the mesh.